Manufacturer narrative:
The olympus fss ordered new hoses that need to be replaced. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
During the olympus (oci) field service specialist (fss) became aware of foreign objects found in the reprocessing bin at. Black particles were present in the tub of the user facility¿s automatic endoscope reprocessor at the end of the reprocessing cycle after performing an annual maintenance. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to additionally indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the black foreign material could not be determined. It is possible that the hose inside of the equipment peeled of as a fine shape due to long-term use of the equipment, which was identified as black foreign material during reprocessing. The user replaced the water filter per instructions. The user replaces the water filter almost every 2-3 months , depending on the washing time. The black particles did not occur after the hoses were changed. Olympus will continue to monitor field performance for this device.